Event description:
The account alleged that upon using the right pt hand pendant to activate the light, it caught fire. The fire was contained to light fixture itself. The two pts in the room were evaluated immediately and the fire was extinguished. According the hill-rom tech, there were no injuries or treatment needed. The damaged unit was removed and replaced with another model.

Manufacturer narrative:
Upon investigation, the hill-rom tech determined the harness wires could have been pinched between the top outside housing and the middle outside housing resulting in the onset of the fire. Per request, this light was returned to hill-rom for a complete failure analysis; however, at the time of this report, the failure analysis was not yet completed. A f/u report will be sent upon conclusion of the failure analysis.